Manufacturer narrative:
The loop and handle of the subject device were returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the loop couldn't be pulled out from the sheath. The loop was caught in between the hook and the coil sheath. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the doctor couldn't pull the slider, because the loop had been released in the tube sheath for some reason and the loop was caught in between the hook and the coil sheath due to pulling the tube sheath with the loop released. The instruction manual of the subject device warns; do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that the doctor extended the loop of the subject device. But the doctor couldn't pull the slider, and the loop of the device could not be ligated. Detail of the procedure was unknown. The doctor removed the subject device, and completed the procedure with another device. There was no other patient injury regarding this report.